Manufacturer narrative:
E1: the name of the hospital where the event occurred was provided and section e1 of this report has been updated from (B)(6) healthcare to (B)(6) hospital. H3: the injector has been requested for evaluation but is not yet available. The third-party service documentation is also not yet available. The consumable kits used during the event have been requested for investigation. A device history record review will be completed for the empowercta injector system, serial number (B)(6) . Upon receipt and investigaiton completion of the injector, service documentation, consumables, and device history record review, a follow-up report will be submitted to the FDA.

Event description:
On february 15, 2024, acist became aware that during a saline injection with an empowercta injection system, serial number: (B)(6), the flow rate of the saline injection increased to faster than 10 ml/s. As a result, the patient's veins ruptured. The programmed injection protocol was: 120 ml of contrast at 2.5 ml/s, 30 ml of saline at 2.5 ml/s. The customer confirmed the patient was not seriously injured.

Manufacturer narrative:
H3: the information contained in this report was communicated to acist by a bracco third-party service company, dongbo healthcare co. Ltd. Due to no customer information having been available at the time of this report, dongbo healthcare co. Ltd. Was used as a temporary customer name and address in this initial report. The third-party service documentation is also not yet available. The consumable kits used during the event have been requested for investigation. A device history record review will be completed for the empowercta injector system, serial number: (B)(6). Upon receipt of the customer's name and address information, service completion documentation from the third-party service provider, and upon completion of the device history record review, a follow-up report will be submitted to the FDA.

Manufacturer narrative:
H3: bracco medical technologies (bmt) and the bracco affiliate, bracco imaging korea, made multiple requests for the empowercta injector system, serial number (B)(6), to be returned to bmt for investigation. The user facility elected not to return the injector system. The consumable kits used during the event were requested to be returned to bmt but were not provided by the user facility and the lot information is not known. Per the device history record review, the empowercta injector system, serial number p75459 was manufactured in 2009 and no issues or observations were noted in the manufacturing records. It was reported by bracco imaging korea to bmt that the user facility had replaced the empowercta injection system with a new device from a different manufacturer; the empowercta injection system was removed from service. The cause of the reported event is inconclusive.